Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was high at 493 mg/dl last night. Customer stated that he left off at removing the site and had run 5 units through fill cannula with the site portion attached. Customer stated that he is very thin and bends a lot for work. Customer stated that he has visible scar tissue and has had issues with bent cannulas.